Event description:
Per complaint (B)(4), an abutment would not unscrew from a dental implant upon initial placement. The implant was removed and replaced within the same procedure. There were no adverse patient consequences.